Event description:
The complainant reported that a patient was on impella cp support when there was bleeding at the repositioning lock between the blue and white areas. The pump was explanted and the patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Product was returned for investigation. Data log review was not required for this case run. As per the clinical details, bleeding was reported from the butterfly and white repo hub. No damage was found on the pump or the reposition sheath. The reposition sheath was pressure tested at 350 mmhg, and no leak was observed from the repo unit. The product damage failure mode was changed to access site bleeding, as per the investigated clinical details. The cause of the access site bleeding issue was most likely use related, based on returned product investigation. H6 health effect - clinical code and medical device problem code updated to reflect investigation results g1 reporting contact email revised on manufacturer device report 1220648-2024-23349 in accordance with updated procedures.